Event description:
It is reported that the patient's insulin pump displayed a button error. The patient's blood glucose level was over 162mg/dl. Troubleshooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm noted. Motor passed motor test. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.